Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, all electrocardiogram leads were noted to be noisy. An anomaly with the electrical components due to electrical overstress were detected through visual checks. The programmer was repaired and the problem was solved. The device manufacture date for this product is december 9, 2010.

Event description:
Boston scientific received information that this programmer overheated and a burnt smell was noted. This programmer will be returned for analysis. No adverse patient effects were reported.